Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with correction boluses. The customer reverted to an alternate method of insulin therapy.